Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported dislodgement causing lv block could not be conclusively determined. (B)(4).

Event description:
During follow-up, exit block was seen. X-ray revealed the left ventricular (lv) lead was dislodged. The lead was capped on (B)(6) 2017 and explanted and replaced on (B)(6) 2017 at that time the ICD was also electively replaced and a new ICD was implanted. The patient is in stable and had no adverse consequences.